Manufacturer narrative:
The unit had no button response due to a flattened and creased act button dome switch. There was no cosmetic damage. (B)(4)

Event description:
The customer called in to report a button anomaly and that the device was dropped. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 381 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.